Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty aligning charger to ipg. The physician believed that the ipg was implanted too deep. The patient will undergo a pocket revision.